Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from (B)(6) 2017 to (B)(6) 2017 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." No visual analysis was performed as the product was not available for return. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. The assignable cause could not be verified. The customer indicated the cap may have been pressed down prior to processing but was unable to confirm this. The customer was sent a copy of the instructions for use (IFU) to address the possible user error. It is unlikely that the suspected positive bi was caused by a manufacturing issue in the cyclesure® product since the retains product met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review did not show any significant trend. Additionally, the complaint product was not available for evaluation. An issue with sterrad® performance is also unlikely since the cycle passed and the customer indicated that subsequent bis were negative for growth. The issue will continue to be tracked and trended. Asp complaint ref #: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® nx cycle. The bi was incubated for 40 hours. The previous and subsequent bi results were both negative. The affected load was released for use on patients. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.